Event description:
It was reported that the collar that helps with tracker arm orientation for the coupling for orthopedic anchoring system was missing after the successful completion of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event that the device is missing a collar was verified by the complaint specialist during the device evaluation; during the visual inspection the bushing on the tracker interface side was found to be missing.

Event description:
It was reported that the collar that helps with tracker arm orientation for the coupling for orthopedic anchoring system was missing after the successful completion of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.